Manufacturer narrative:
MFR report date reads: (B)(4) 2011, should read: (B)(4) 2011.

Manufacturer narrative:
Expiration and implant date unknown (competitor device). Device manufacture date unknown (competitor device). Zenith device is not manufactured by endologix.

Event description:
Patient had a previous implant, date unknown, of an unknown cook device in non-aneurysmal aorta, to treat an aortic dissection. A follow up revealed a proximal and a distal endoleak. On (B)(6) 2011 the patient was treated with a 25-16-140bl bifurcated device which corrected both the proximal and distal endoleak.